Manufacturer narrative:
Patient medical imaging has been received and will be evaluated by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Corrections: a2: date of birth has been updated. A2: age has been updated. A3: sex has been updated. B2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa) on an unknown date in 2022. It was reported that a recent computed tomography angiogram (cta) appears to show there is a type 1a endoleak. The patient is stable and is currently being monitored while an intervention is being discussed. Additional information: a secondary repair was done on (B)(6) 2026 by placing an afx vela suprarenal in the distal end of the previously placed afx2 bifurcated stent graft. A second afx vela suprarenal was placed more proximally to extend the proximal seal zone. The procedure was successfully completed. The patient recovered well and without any adverse events or clinical harm.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. A slight increase in juxtarenal angulation with associated aortic neck dilation at and above the superior stent margin likely contributed to the type 1a endoleak consistent with progression of aortic disease. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11. H10/h11: additional manufacturer narrative/corrected data has been updated.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa) on an unknown date in 2022. It was reported that a recent computed tomography angiogram (cta) appears to show there is a type 1a endoleak. The patient is stable and is currently being monitored while an intervention is being discussed.